Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as broken skin under the front electrode, with multiple layers of skin peeling. The patient¿s physician advised to remove the device permanently to allow skin to heal. Follow up indicated that the burn improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.